Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned. Visual and x-ray examination of the helix mechanism found the helix stretched and bent, consistent with procedural damage. The cause of the reported event was isolated to the helix being bent electrical testing was normal. No other anomalies were found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead's helix was unable to be extended. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.